Event description:
My name is (B)(6) and I am patient of dr. (B)(6). I have complex regional pain syndrome (crps) in my left elbow. After a successful trial, the boston scientific (bs) precision spectra stimulator was implanted on (B)(6) 2014 with the help of bs representative (B)(6). Three leads were placed surrounding the elbow and the ipg implanted in my chest. I relied on the stimulator for relief from my daily pain. Over time the ipg became uncomfortable and so it was decided to do another surgery to reposition it. Dr. (B)(6) and I felt that as long as he was opening me up we should ask (B)(6) if there were any newer improvements to the ipg. He suggested the spectra wavewriter ipg. During the surgery on (B)(6) 2018, one of my three leads was not able to be connected to the new ipg. Unbeknownst to me and my doctor, (B)(6) was unavailable to attend the surgery. Representative (B)(6) was present during the procedure. He was unable to offer dr. (B)(6) any troubleshooting or ideas as to what might be wrong or how to fix the problem in the operating room. After surgery I was left with a partially functioning stimulator and only two out of three leads working. It took two months to finally have a meeting with a bs engineer, (B)(6), which took place on (B)(6) 2018. He attempted to reprogram it to see if the two remaining leads could cover the painful area, but they could not. Consequently, another surgery was planned to swap this ipg out for one that worked correctly. Another surgery took place on (B)(6) 2018 with (B)(6) present. A new ipg was implanted and the lead that was unable to be plugged into the former ipg from the (B)(6) 2018 surgery was replaced. Another lead was replaced because a few weeks before the surgery, that lead was no longer giving the coverage it had in the past. A new lead was placed to cover the newly painful area that no longer had coverage. Unfortunately, a lead that was not touched, did not work when plugged into the new ipg but worked when plugged into (B)(6)¿s cables. Dr. (B)(6) talked with (B)(6) by phone from the operating room and the recommendation was given to not remove the new ipg. (B)(6) took the ipg that was implanted on (B)(6) 2018 and a linear lead with him after the surgery for analysis by boston scientific. They found that the ipg was fully functional. Since the last surgery both my doctor and I have made several attempts to contact bs by phone, email, and mail to attempt to troubleshoot and make my stimulator fully functional again, to no avail. All we have ever wanted from bs is support. All we seem to receive in return to our letters and emails is push back and bs refusing to take any responsibility for your product which is implanted inside of me. I am in pain. I have a lead that isn¿t working. I need to be able to rely on bs to provide my doctor and me with solutions. My doctor and I need a person with reliable knowledge of the bs product implanted in me. Contact dr. (B)(6) to set up a time to discuss my case.